Event description:
It was reported that electrical values were not good. Fluoroscopy revealed that both leads were in the subclavian vein. The physician believed the patient had twiddler's syndrome. The leads were embedded, so the physician left the leads in the vein, and implanted a new ventricular lead and new ICD on the patient's right side.

Manufacturer narrative:
No medwatch form was received.